Event description:
It was reported that this right ventricular (rv) lead was repositioned due to perforation of the heart wall and lung. The lead was repositioned successfully. No additional adverse patient effects were reported.